Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon burst occurred. The 90% stenosed lesion being treated was located in the mildly tortuous, mildly calcified proximal left anterior descending (lad) artery. During the first inflation with the maverick 2 balloon to 8 atms, the balloon burst. The device was removed successfully and the procedure was completed with another of the same device. No patient complications were reported. Patient's condition is reported as "ok".

Manufacturer narrative:
(B)(4).